Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultrasmart meter was displaying an ¿error 3¿ message. Per the owner¿s booklet, an error 3 appears when blood or control sample is applied before the meter was ready for sample application. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue started the morning of (B)(6) 2014. The patient manages his diabetes with oral medication, diet, and exercise and denied taking any action in regards to his normal diabetes management as a result of the alleged issue. On (B)(6) 2014 at 2:30 a. M., the patient stated he developed symptoms of ¿shakes and eyes got blurry¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca walked the patient through a retest and the issue was resolved. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.